Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle mechanism fully deployed before the pod was able to be used. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device was received not deployed. The download data shows the device completed 47 first prime pulses and was then deactivated by the user. Since the user deactivated the device before the completion of second prime, the needle mechanism never deployed. During investigation, the device deployed normally upon manual rotation of the ratchet gear. No damages or defects were observed that would result in a needle mechanism failure. The needle mechanism was not found to have deployed early as reported, as the device was received with the needle mechanism not deployed.the product was returned with a different lot number than was reported and noted on the initial MDR. Lot number changed from unavailable to l50226. Expiration date changed from unavailable to 2/18/2023. Unique identifier (UDI) # changed from (B)(4) to (B)(4). H(4): device mfg date changed from unavailable to 8/18/2021